Event description:
The erbe argon plasma coagulator (apc)/electrosurgical unit (esu/generator) system was being used when the video monitor screen froze. The settings for the apc/esu system were pulsed apc, effect 2 at 30 watts. After the screen unfroze, a deep ulceration was discovered. Therefore, the pt was admitted to the hosp for observation. Note: esu model vio 300 d, part number (p/n) 10140-000, was the generator part of the system.